Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display due to corroded battery tube and battery cap contact. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had stopped working. The customer had changed the battery, but, the anomaly persisted. The device had a blank display. The customer's blood glucose was 190 mg/dl. The customer also stated that there were scratched on the screen of the insulin pump. The discontinuation of the device was advised. Nothing further was reported.